Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents the initial and final report.

Event description:
Procedure performed: lap chole. Incident description: when the doctor fired the third clip, it was observed that the legs of the clip did not completely close. The clip appeared in the cholangiogram zone. The doctor pulled the clip off and fired off additional clips that worked properly. This occurred while on the cystic duct. The doctor squeezed plastic to plastic. No patient injury occurred. The device is available for return. Additional information was received via email on 21jun2018 from applied medical account manager. "The clip loaded fully into the jaws. Also they did skeletonize their landmarks before applying the clip. Also I have had the hospital searching for the clip in question, and the thought is that it was disposed of by the night shift janitor. They had placed it in a red bag and also placed notes on the device and it appears that it was disposed of." Additional information was received via email on 21jun2018 from applied medical account manager. "The ends of the clip were closed and the middle of the clip were open slightly." Type of intervention: the doctor pulled the clip off and fired off additional clips that worked properly. Patient status: no patient injury occurred.